Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for chronic low back pain and spinal pain. It was reported that the patient¿s implant moved and was protruding. The patient stated that they had fallen down the stairs and had hit their buttocks. The patient was sent healthcare professional listings. No symptoms were reported. No further complications were reported. Follow-up was conducted.